Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 11-jun-2024 & 17-jun-2024 the two infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen for the first one (B)(6) 2024 and upper buttocks for the second one (B)(6) 2024. The infusion set is long for 2 days for the first one (B)(6) 2024 and 10 hours for the second one (B)(6) 2024. The blood glucose level was 200-300 mg/dl for the first one (B)(6) 2024 and 540 mg/dl for the second one (B)(6) 2024, and issue is addressing due to correction bolus via pump and then multiple daily injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.